Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 7 previously reported events are included in this follow-up record. Product return status 7 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 7 previously reported events are included in this follow-up record. Product return status 2 devices were not available for evaluation. 5 device investigation types have not yet been determined.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 7 events were reported for this quarter. Product return status: 7 device investigation types have not yet been determined. 7 devices were not labeled for single-use. 7 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 7 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact.